Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint was reviewed and analysis showed there is no trend. Postoperative x-rays were provided. The product was not returned. (B)(4) - undetermined.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Event description:
Allegedly the original surgery was in 2006 and now the screw is broken.